Event description:
Patient called alleging inaccurate control high. Control solution test was done twice and it failed twice. Test strips were in good condition and not expired. Patient contacted their pharmacy who referred them to contact their nurse who then advised patient to contact lfs. Patient did not receive any treatment. Customer service is sending patient a replacement meter and supplies.